Manufacturer narrative:
The device evaluated was in two pieces. The head had separated from the shaft. The implant shaft appears to have been sized to fit the pt. The cut on the shaft is angled and ragged suggesting that the material was torn rather than sliced. Judging the appearance of the shaft where it was trimmed, the device was subjected to forces capable of weakening the connection between the head and shaft. It is not possible to validate if the device separated before surgery of if it separated upon retrieval of the device.

Event description:
Pt was revised based on symptoms decreased hearing shortly after surgery. Surgical intervention revealed that the head displaced off the shaft of the implant. Replacement was implanted.